Event description:
It was reported that as a patient was being removed from the ambulance, the safety bar on the ambulance cot allegedly would not release from the safety hook. The attendants reported they had to lift the cot high enough to get it over the hook. One attendant allegedly sustained a back injury for which they were treated with ibuprofen and muscle relaxers. The attendant reportedly was off work for several days but has since returned to work and reports that pt is "fine". The nursing service manager inspected the cot and attempted to duplicate the alleged incident without success.